Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2016-12897

Event description:
It was reported that customer developed an infection at site due to sensor. Customer was prescribed and treated with penicillin. Medication cleared the infection. The transmitter was also used along with the sensor. Customer's blood glucose was unknown. The product will not be returned for analysis.